Manufacturer narrative:
The date of the event was not reported therefore the aware date was used.

Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. The procedure was completed with the closure device being implanted. On the 45-day follow up, a transesophageal echocardiogram (tee) was performed. It was noted that the patient had a significant thrombus on the face of the device.